Event description:
It has been reported to philips that the device's imaging module was defective, which can impact imaging. There was no reported patient or user harm. The philips service engineer replaced the imaging module, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the malfunction occurred during a planned coronary treatment. However, the procedure was completed without any interruption as the failure only affected the manual movement of the shutters. A philips field service engineer (fse) inspected the system onsite and identified that the aperture control was defective. Further analysis confirmed that the failed component in the imaging module was the right wedge. The fse replace the imaging module which returned the device to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the inability to move the semi shutters manually did not prevent the procedure from continuing, leading to the conclusion that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon re-evaluation, it was determined that this case is not a reportable complaint. The codes were updated based on investigation outcome.